Manufacturer narrative:
Continuation of d10: product ID hh90t01 (B)(6); product type: 2201-mobile platform; implant date n/a; explant date n/a section d references the main component of the system. Other medical products in use during the event include: brand name; product ID hh90t01 (B)(6); product type: 2201-mobile platform brand name synchromed; product ID a820 (serial: unknown); product type: 0216-software. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device to an implantable pump infusing an unknown drug for non-malignant pain. It was reported that the patient was having connection issue where the screen gets stuck at 90% when they bolus. When asked about event date the patient mentioned that "it's been slow for a month, before I had a lot, when they reset it it's quicker and then would start working slower". Bolus per day: "8 usually" version: 1. Data was reviewed and the patient was assisted in deleting the data. The patient mentioned that the handset was at 21% and they're charging the device; the patient experienced handset latency and needed to restart. The patient confirmed successful clearing of data during the 2nd attempt and the patient was able to connect to the pump with no lag.